Manufacturer narrative:
(B)(4). The events of tender lump and thickening, granuloma, swelling and hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm volift with lidocaine in the oral commissures. Twenty months later, the patient had a crown dental procedure done on the right lower jaw. Approximately 2 months after that the patient developed a tender lump and thickening on the right oral commissure. Patient was seen by their general practitioner and was referred to an oral surgeon. The patient had a biopsy done to rule out a salivary gland tumor about a month after symptom onset. The oral surgery on the right oral commissure has left the patient with puckering in the oral commissure region which the granulomas are unresolved. The histopathology report confirms patient had a granulomas noted as "florid granulomatous inflammation in reaction to amorphous, non-crystalline foreign material." No salivary gland disease was identified. Any dangerous condition has been excluded from the histopathology and the patient's wound has healed well and is left with minimal morbidity. On the following month, the patient was treated with amoxil. Around 3 months later, the patient was reviewed and had also developed a new granuloma described as hard nodules and swelling on the left oral commissure. The patient had already stopped taking amoxil at the review. An allergan trainer was consulted and it was suggested the patient be given ciprofloxacin however the patient was only given keflex. Patient was then later switched to clarithromycin and keflex was stopped. Symptoms are ongoing.